Event description:
It was reported that the device system was explanted due to infection. The pump and catheter were discarded. The patient's oral baclofen was resumed post explant. No patient symptoms were reported. Patient status at time of report was no injury or adverse event. The device system was used to deliver baclofen.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type catheter. (B)(4).